Event description:
The complainant has reported that a patient (age & gender unknown) underwent a therapeutic hemostasis procedure for treatment of an upper gi bleed. The clinician stated that the resolution clip device would not exit the catheter, therefore, the clinician advanced the device outside the scope and reinserted it into the scope. However, when the clip was attached to the bleed site it would not release from the catheter, so the clinician manipulated the device until it deployed. This procedure was completed successfully with this device. There were no reported complications or ill effects as a result of this issue to the patient.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.